Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse removed kink from ion selective electrode (ise) buffer tubing and cleaned the unit. The cse flushed deionized (di) water through the ise lines. The cse verified that the function of the electrolytes analyzer (ela) board was working properly. The cse replaced the chloride electrode and calibrated it. The cse ran quality controls, resulting within range. The cause of the discordant, falsely low chloride result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia 1800 instrument contacted a siemens customer care center (ccc) specialist due to issues with the chloride electrode. The customer replaced the chloride electrode multiple times, after which calibrations and quality controls were acceptable. The customer replaced the electrode again due to patient samples which were not matching. Patient samples tested for chloride recovered lower on the advia 1800 instrument compared to an alternate instrument. Discordant results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant cl results.